Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. This crt-d system has not been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No issues were noted that would have made infection more likely for the patient than what is described in the instructions for use for this device as a known inherent risk of the use of this product.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. This crt-d system has not been returned to boston scientific. No additional adverse patient effects were reported. This crt-d system was returned to boston scientific for analysis.